Event description:
It was reported that user who had started using pump one week earlier experienced cartridge alarm during loading process with new cartridge, despite following correct instructions. There was no adverse impact to the customer's blood glucose level. User tried a new cartridge and initially received same alarm, then, after technical support instructed user to clean ventilation holes and wait several minutes before trying again, cartridge successfully loaded and pump use continued.